Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced implant exposure or extrusion/conjunctival erosion. Severity noted as mild. Event is noted as resolved without sequelae. Treatment is noted as transconjunctival needling revision (tcnr) to move xen implant/ tx with vigamox.